Manufacturer narrative:
D9: device return date not provided. H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log showed high alarm displayed: communication module intermittent connection. The customer's reported problem, wireless module had an intermittent connection response, was verified by functional testing. The cause is an intermittent wireless communication module. No action taken to correct the reported problem. Recommend replacing the wireless communication module.

Event description:
It was reported that the device alarmed, and wireless module had an intermittent connection response. Troubleshooting was performed and the alarm persisted. The product fault occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.